Event description:
It was reported that customer experienced repeated issues with "pump not detecting correct amount of insulin". There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.